Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges pulmonary hypertension. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: manufacturer was able to confirm the device powers on and provided airflow. Manufacturer confirmed the operation of heater plate. The rotary encoder knob is detected to be in a stuck position. During the investigation manufacturer observed dust-like contamination on the top enclosure, right panel, on the blower cap, on and inside the blower motor, on the sound abatement foam and walls of the bottom enclosure, whitish dust like contamination in the water tank and on the water tank outlet port. A brownish contamination was observed on the flip lid seal. Dust-like contamination was observed on and under the flip lid assembly, on the left panel, all over the dry box, in the bottom enclosure and lower base. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found nine error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. In box d: device available for eval? And date returned to mfg has been updated. Box h: device eval. By mfg, device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges pulmonary hypertension. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.